Event description:
Customer reported receiving an error alarm on the insulin pump. Blood glucose level was 57 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. However, unit alarmed a21 after battery change due to broken solder joint at c-13 I/b. No a17 alarms were noted. Unit received with cracked case at reservoir tube and battery tube threads.